Event description:
On (B)(6) 2015, the reporter contacted animas and alleged a power issue occurred with the pump starting on (B)(6) 2015. The reporter stated on the evening of (B)(6) 2015, the patient realized the pump powered off during a bolus without warning. It was noted after the battery was replaced, the pump was working again. The patient reportedly experienced hyperglycemia; however, no blood glucose measurements or symptoms were reported to indicate an adverse occurred as a result of the reported incident. The patient reportedly did not require any medical intervention or hospitalization. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: a review of the black box revealed several unexpected por events. The battery/cartridge caps were not returned; therefore, test caps were used during investigation. There was no damage found to the battery compartment. The test battery cap was able to secure tightly to the pump. The ¿ez-prime¿ steps were performed correctly; no power interruptions or any errors, alarms or warnings occurred during investigation. The pump¿s cover was removed; no intermittent conditions were found to the power circuit/flex. The product performed within specification and the reported ¿no power¿ complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).